Event description:
It was reported that the powerloc broke where the distal hub connects to the tubing. It was stated it was accessed on 10/5/2019 and noted to be cracked on 10/09/2019. Infused were acetazolomide, clindmycin, etomidate, famotidine, fentanyl, furosemide, lidocaine, neostigmine, phynelphrine, recuronium, vancomycin, lactated ringers.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 19ga powerloc max safety infusion set. The depicted portion of the device included the luer adapter, a portion of extension tubing and part of the clamp. Fluid residue was observed within the extension tubing and a needleless injection cap was attached to the luer adapter. A break was observed at the luer adapter/extension tubing joint. The break surface appeared to be regular. Inspection of the submitted photograph revealed obvious infusion set damage at the luer adapter/extension tubing joint; however, inspection of that photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 19ga powerloc max safety infusion set. The depicted portion of the device included the luer adapter, a portion of extension tubing and part of the clamp. Fluid residue was observed within the extension tubing and a needleless injection cap was attached to the luer adapter. A break was observed at the luer adapter/extension tubing joint. The break surface appeared to be regular. Inspection of the submitted photograph revealed obvious infusion set damage at the luer adapter/extension tubing joint; however, inspection of that photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerloc broke where the distal hub connects to the tubing. It was stated it was accessed on (B)(6) 2019 and noted to be cracked on (B)(6) 2019. Infused were acetazolomide, clindmycin, etomidate, famotidine, fentanyl, furosemide, lidocaine, neostigmine, phynelphrine, recuronium, vancomycin, lactated ringers.